Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Three months after the procedure a CT showed a small type 2 endoleaks. Six months follow-up revealed the aneurysm size was stable and had in fact decreased from 6.2 cm to 5.8 cm. Vessel morphology is unknown. It was reported that 13 months post implant a CT sca revealed a small persistent probable type 2 endoleak and the aneurysm sac was stable in size. Evaluation determined that it appears a proximal branch of the right internal iliac artery supplies a right lumbar artery that supplies a faint endoleak adjacent to the right limb of the endograft. There was no other evidence of endoleak adjacent to the right limb of the endograft. There was no other evidence of endoleak. Multiple attempts to embolize the vessel were made. The vessel could be accessed; however, it was not possible to advance a catheter to allow for embolization. It has reported that the pt has not had any further intervention and no clinical sequelae were reported.